Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of failed leak test. This does not indicate a medical device reportable (MDR) event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the plastic distal end was burnt, and corrosion was found on the charge coupled device. The most likely cause of these reportable failures was a component failure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Corrected fields: e1, e2, e3. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.